Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. Customer changed the infusion set and cartridge, gave bolus via pump and injection, and reset the pump to address bg. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.